Event description:
Device 1 of 3. Reference MFR report#: 1627487-2014-05211, 05212. It was reported the location of the ipg/lead connection is superficial and causing the pt pain/discomfort due to weight loss. The pt will meet with her doctor and an sjm rep about the matter.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.